Event description:
A turp was being performed when difficulty was noted with the telescope lens. It was exchanged because it had become cloudy. Upon the conclusion of the procedure, the second lens was noted to have been burned. Later the resectoscope sheaths were retrieved and the outer sheath had been burned with a small piece missing. The inner sheath's ceramic insulator tip also appeared to have been burned and was broken. The location of the missing pieces is unknown at this time and the physician will perform a cystoscopy to determine if a foreign body has been retained. Tests performed: a visual inspection of the device, comparing it to a similar device that had also failed in a similar fashion. An interview was also conducted with or personnel and the physician who was using the device at the time. Results of the tests: non-definitive. The device appears to have been burned due to an electrical discharge possibly occurring during the procedure. Identified cause: unknown.